Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller cared were damaged caused by excessive heat. A field service engineer (fse) reported that the row board cable was replaced but no improvement was observed. The fse then replaced the flat cable, which also did not resolve the issue, and subsequently replaced the drawer communication board twice due to repeated failures. The fse proceeded to replace the entire drawer assembly by upgrading it from a non-enhanced unit to an enhanced unit and replaced both associated boards, after which corrective action was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubies functioned intermittently, displaying a cannot open the hatch error and, at times, opening unexpectedly on their own. However, there were no delays or adverse events or injuries reported based on this event.